Event description:
I am a primary care doctor in (B)(6). Recently I have encountered multiple freestyle libre 3 gcm devices that appear to be malfunctioning. Readings will alternate between 250s (usually 253,254) and 60s with nothing in between. I did get a recall notice for a single patient but have encountered other libre 3 for which I did not get a notice. I am telling all patients not to use libre 3. Reporter job title: pcp.